Event description:
Customer reported via phone, he was attempting to prime and the insulin would squirt out. The insulin pump stops when the act button is released. Customer's blood glucose was 278 mg/dl. Customer states, he is unable to exit the preparing to prime loop. Troubleshooting was performed. Customer reported there was a gap between the yellow ring on the motor and the motor itself. Customer was unable to exit the priming screen. Customer was unable to complete troubleshooting at the time as he was driving. Customer called back to finish troubleshooting. Customer reported the drives support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer declined replacement device and will not be returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.